Event description:
The rptr stated that the pump infused at four times the set speed with 10cc remaining after one hr of infusing packed red blood cells. No pt injury or treatment was associated with this event.